Event description:
I have had 2 medtronic mini med 670g insulin pumps in the past 2 years and both have developed deep cracks in the same spot along the back going from the clip holder down and to the left. FDA safety report ID# (B)(4).